Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a medical treatment was performed due to wound infection on right hip.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. This complaint reports (B)(6) clinical study patient underwent a total hip replacement in (B)(6) 2010. One month post op noted to have a wound infection. He was treated outpatient with oral penicillin. Wound cultures report staph aureus. After the antibiotics were completed, the wound was ¿dry.¿ the patient continues to be followed in the clinical study with no further issues with this wound infection or repercussions as a result. Clinical study documents were used to complete this investigation. No further assessment is necessary at this time. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization records revealed all products were sterilized according to sterilization release documentation from quality control. A review of complaint history revealed no prior complaints for the listed batch numbers. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.